Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm during bolus delivery. The customer's blood glucose level was not impacted. During contact with tandem technical support, the alarm cleared and insulin delivery was resumed.